Event description:
It was reported that there was a potential thrombus. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed and the patient was successfully implanted with a watchman laa closure device with no complications. On (B)(6) 2019 the patient had a follow up transesophageal echocardiogram (tee). The patient reported that "the tee images showed either scar tissue or a thrombus on the surface of the device." The patient was kept on their warfarin and aspirin medication treatment and will be re-evaluated in 6 weeks.